Event description:
Contact reports patient presented with degenerative deformity and was instrumented down to ilium using 8mm screws in the ilium wing. The patient returned with severe pain several weeks after the case and x-ray showed two set screws had separated from both iliac screws. The patient was brought back for revision surgery and two s2 screws were added accompany the iliac screws. The patient experienced pain and x-ray showed that set screws had separated from the two iliac screws. Revision surgery was performed. See mfg medwatch report 1526439-2012-00209 for the other set screw that was involved in this event.

Manufacturer narrative:
The set screw was discarded by the customer and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. (B)(4): discarded by customer.